Event description:
It was reported that the user experienced an urgent low glucose event with a documented blood glucose of 30 mg/dl, with the cause unclear and the user unable to recall precipitating details; the event was treated on scene with oral glucose and IV therapy, and no transport occurred. Symptoms included hypoglycemia. Outcomes included the need for medical attention and troubleshooting with education. Investigation included internal case review. Investigation of this case revealed no device malfunction or component failure identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.